Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. No atrial or ventricular lead impedance trend data since measurements are not being taken due to polarization. Last measured values occurred on (B)(6) 2015.

Event description:
It was reported that a device interrogation showed no atrial or ventricular impedance measurements in the entire 80 week trend. It was noted that the impedances were not able to be measured manually. A review of the product performance data indicated that the missing measurements were due to polarization. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.